Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient is undergoing the interstim advanced evaluation, began on (B)(6)2021. On (B)(6)2021, patient complained of hand numbness. Patient stated she has historically experienced hand numbness, but states she believes the interstim stimulation is worsening the numbness. Patient also stated she has started her menstrual cycle and believes the stimulation is worsening her menstrual cramps. Patient stated she was on c7/1.0ma on (B)(6)20/21, but lowered to 0.8ma, then to 0.6ma, but her menstrual cramps still bothered her, so she turned the interstim system off, the evening of (B)(6)2021. On (B)(6)2021, the patient turned the interstim system back on c7/0.6ma . (B)(6)2021, and asked to change the program. Patient was on c7/0.6ma and was given the option to change to c1, c2 or c5. Patient returns to the physician on (B)(6)2021, as it is the completion of her ae. The physician will either remove the implanted lead, or implant the battery. The decision has not been made between the physician and the patient. On (B)(6)21, patient returned to the surgery center for her stage 2 rcf procedure. The patient spoke with her physician about the hand numbness and increasing cramps during her menstrual cycle. The physician was able to address these concerns with the patient and explained to the patient that she does not believe these sensations are from the stimulation. The patient still decided to move forward with the implant battery. The patient stated that on program 7 she has the stimulation set at 0.8 but cannot feel anything but anything higher worsens her symptoms . She also stated that the therapy is messing with her leg. Patient is concerned lead is in the wrong spot or was placed wrong and stated she is doing okay. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Outcomes attributed to adverse event: catheterization/urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. The advanced evaluation began on (B)(6) 2021. It was reported that the patient felt that it is worse today and the patient was having more urgency. The patient thought maybe their anesthesia or taking pain pills would have something to do with it. The patient said their device lost connection but did reconnect. The next day, the patient called in saying that they wanted to change to a different program because they had never felt stimulation at0.5, but when she goes to 0.6 it is too strong for them and becomes painful. Support link tried to advise the patient that if 0.6 is too much for to stay as 0.5 and that it's okay to not be feeling stimulation all the time. The patient said they were thinking of calling in to get it removed because their symptoms were worsening. The patient wanted to try another program. The patient didn't know if their pain medication or anesthesia could be making her symptoms worse. S support link advised the patient to please contact their clinician with questions regarding medical advice or if they has questions about their health. On (B)(6) 2021, the patient stated that their symptoms were worse than before. They were using the catheter up to 4 times in 24 hours before the procedure and now they were using it 11 times in 24 hours.